Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip surgery on (B)(6) 2018, the screwdriver broke in half at the middle of the shaft. It was also reported that the staff opened another instrument set to use another screwdriver. Patient consequence is reported as unknown at this time. No other information available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part no: 03.037.028, lot no: 9298614, manufacturing location: (B)(4). Release to warehouse date: 12.may.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: it was reported that the patient underwent a hip surgery and the screwdriver broke in half at the middle of the shaft during surgery. The cannulated flexible shaft broke at the transition between the most proximal flexible link and the proximal shaft. The complaint is confirmed. The shaft of the screwdriver is also bent. Replication of the complaint condition is not possible as the device is already broken. The device shows minor surface wear which does not impact functionality. The outer diameter of the shaft closest to the break was measured to be 7.99mm which is within specifications of 7.8-8.2mm. Measured using mitutoyo caliper (ca210p, s/n: (B)(4), calibrated 10/10/2017). The following drawings were reviewed during investigation flexible screwdriver assembly drawing. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product, including material, that would contribute to this complaint condition. No definitive root cause could be determined however, it is likely that the device experienced excessive off axis force. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.